Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the "device isn't working that well for me". And further clarified that the device is "not effective". Patient then stated that program "1, 2 and 3" worked "at least part of the time". As he "still going to the bathroom as much as I used to". And further clarified that "occasionally" he is able to increase the time between going to the bathroom, but "mostly it seems the same". Patient further reported that they were not able to increase stimulation or change programs since "a couple days ago".and that it seemed to be "stuck" on program 3 at 7.0. Patient stated that he decreased stimulation from 7.0 to 6.6 on program 3 prior to turning stimulation on during the call, it patient stated that his stimulation was off patient turn therapy back on and stated that he could feel stimulation comfortably in the bicycle seat area at 6.6 on program 4. Patient has not have any recent fall or trauma. Patient will monitor symptoms now that change was made and will follow up with healthcare provider (hcp) if does not resolve. No further complications were noted or anticipated.